Event description:
Clinical narrative: the patient¿s age, gender, and indication for use were not provided. An impella cp pump was implanted. During support, a red alarm persisted for greater than 15 minutes and was reported to be associated with pump malposition in the ventricle. The pump was subsequently exchanged and replaced with a second impella cp pump, which remained on support at the time of reporting. No complaint was associated with the replacement pump. The event was attributed to pump malposition during use.

Manufacturer narrative:
Section a. Patient information is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.